Manufacturer narrative:
Common name: pno catheter, percutaneous, cutting/scoring. Product code: pno. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the advance enforcer 35 focal force pta balloon catheter was placed in a calcified lesion and dilated up to nominal pressure of 10 atm (atmospheres). The procedure was to perform antegrade pta (percutaneous transluminal angioplasty) in the sfa (superficial femoral artery) on the left side. The balloon did not fully open when it was inflated to 10 atm, so the physician decided to increase the pressure to he rbp (rated burst pressure) of 16 atm. However, the balloon burst at 13 atm. As a result, another manufacturer's balloon was inflated up to 26 atm without bursting. The procedure was completed with the placement of another manufacturer's stent in this part, and a zilver ptx in the proximal sfa. The product problem did not result in any reported serious injuries to the patient.